Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted arc marks on the shocking coil at approximately 37 and 41 cm from the terminal pin. No damage was noted at the tip section of the electrode. Resistance and high voltage pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. (Analysis of the generator was provided in MFR report # 3009448963-2015-00043.)

Event description:
Boston scientific received info that at a generator change-out procedure, it was noted that this electrode had an out of range impedance value when it was connected to the new subcutaneous implantable cardioverter defibrillator (s-ICD). It was observed that the electrode had pulled back and that the coil was all the way back into the pocket. It was unk when the electrode had migrated, but the pre-procedure x-rays did show the electrode coiled around the can. Both the device and electrode were explanted and replaced. No additional adverse pt effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.